Manufacturer narrative:
Evaluation of the returned needle found that the outer guide tube of the biopsy needle has a dent in it that is limiting the movement of the biopsy needle. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that the site had a biopsy needle where the inner portion of the needle was difficult to remove from the cannula section. Another biopsy needle was opened, which had a similar problem but were able to utilize this needle for the procedure. The surgery as completed with no patient impact with less than an hour delay.